Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The manufacturer representative reported there was nothing wrong with the ins, it was depleted and had been discarded. They physician had unscrewed the set screw and was unable to get the lead out on the first try, they tried again and the lead came out, it was reiterated that when the lead was removed the inside wiring was exposed between electrode 1 and 2. They didn't know what had caused this separation. It was noted the lead had been discarded as well.

Manufacturer narrative:
Continuation of d11: product ID 3889-28 lot# va17lhv, implanted: (B)(6) 2016, explanted: (B)(6) 2020, product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va17lhv, implanted: (B)(6) 2016, explanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot#: (B)(4), ubd: 09-jun-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On 2020-05-26 (B)(4) information was received from an unknown source via a manufacture representative regarding a patient implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that during a normal battery replacement the healthcare professional used a wrench to unscrew the set screw. They were unable to feel it coming unscrewed. The healthcare professional tried several times and was able to get it. Once the lead was removed from the battery it was found that a separation had occurred between electrode 1 and 2 meaning the inner coil was exposed between electrode 1 and 2. The healthcare professional did not feel it would be safe for the patient to have the wire exposed. The decision was made to pull the lead and do a full removal/replacement. No patient symptoms reported. No further complications were reported.